Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during segmental resection, they opened the package and checked the jaws opening/closing. The jaws closed, however, it did not open. Jaws could be opened by hand. The procedure was completed with the use of another device. The patient has no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted the jaws were closed with the knife bar fully retracted. The loading unit had a full staple complement. Functional testing noted that the jaws would not fully open once the knobs were retracted. It was noted that the tissue stop gap was undersized. Current engineering controls inspect this specification. Undersized tissue gap could potentially be caused by rough handling of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.